Event description:
Bilateral revision of tka. Left side was completely removed and replaced with depuy components.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding wear involving a duracon insert component was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: medical review of this case indicated: in this large male patient some bilateral polyethylene wear sixteen years post-surgery was not unexpected. A loose tibial component on the left side secondary to osteolysis was also not surprising at the bilateral revision surgery. There is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this late clinical situation. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: medical review of this case indicated that in a large male patient some bilateral polyethylene wear sixteen years post-surgery was not unexpected. A loose tibial component on the left side secondary to osteolysis was also not surprising at the bilateral revision surgery. There is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this late clinical situation.

Event description:
Bilateral revision of tka. Left side was completely removed and replaced with depuy components.

Manufacturer narrative:
The following other devices were also listed in this report: dcon std n-bead fem lft l; cat# 6630-0-515; lot# esfna. Duracon plastic patella lrg; cat# 6630-2-150; lot# vaaxa. Duracon cruc non bead b/p xl1; cat# 6632-3-435; lot# ftjfc. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.